Event description:
It was reported that the user experienced low blood glucose readings on the ilet bionic pancreas; following a supply change and proper insulin delivery, the pump indicated low glucose, and the user treated with oral glucose including juice and raisins, with glucose confirmed back in range at 120 mg/dl. Symptoms included hypoglycemia and a blood glucose nadir of 40 mg/dl with associated symptoms of fatigue and malaise. Outcomes included no health consequences or lasting impact. User support included troubleshooting and education, including guidance on oral glucose treatment. Investigation included a review of the event context and user-reported device performance. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.